Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.